Event description:
A us distributor reported that a monitor had water damage and was unable to power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (water damage) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The c19 shorted and leaked fluid inside the monitor, causing the faults. Additionally, the 3.3 v and v core shorted. The root cause for the defective c19 capacitor could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.